Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 29 - motor cart range low) occurred with multiple cartridges during the load process. The customer's blood glucose level was 146 mg/dl, for the past event and was 115 mg/dl at the time of the last event. Reportedly, the customer had an alternate pump available as alternate insulin therapy.